Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery with intraocular lens (iol) implantation, the iol had scratch. Attempts to gather additional information have been unsuccessful.

Manufacturer narrative:
According to the additional information received after the submission of initial report, the scratch was found during intraocular lens (iol) loading. The lens was not implanted. The surgery was completed after changing to new lens. Thus, this event does not meet criteria for reporting as a reportable malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
According to the additional information received, the scratch was found during iol loading. The lens was not implanted. The surgery was completed after changing to new lens.